Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked from the o-ring after the cartridge was filled with insulin. Customer's blood glucose was 84 mg/dl. A new cartridge cartridge was successfully loaded to address the event and insulin delivery was resumed.